Event description:
A complainant alleged that while spending a night with her mother who was staying a hospital, she had experienced a reaction with symptoms of burning, stinging, irritation and redness after she had mistakenly used caviwipes xl instead of body wipes to wipe her under arms and her private areas.

Manufacturer narrative:
The complainant notified a nurse who advised her to take a shower and gave her ointment. The complainant reported that the symptoms subsided and she had fully recovered. To date, the complainant is doing fine. The product involved in the alleged incident was not returned; therefore, no evaluation can be conducted. The product was used in a manner which is contraindicated per the labels instruction for use which state "avoid contact with eyes, skin, or clothing.